Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 05/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/03/2016 with the following findings: a review of the black box and alarm history showed multiple consecutive call service 054/052 alarms had occurred. The pump powered on normally and successfully completed ez-prime steps with no errors, alarms or warnings occurring. The pump was exercised for 24 hours with no issues occurring. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked in two places, the display was discolored, and there was a single component defect on the printed circuit board.